Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -6.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports there was foreign matter on the icl peri-optical hole of the lens and filamentous foreign body in the vial. It was indicated the lens remains implanted and the problem is resolved.